Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. The device was returned to the biomedical engineering dept with a note that stated, "caution sequestered equipment. IV pump rate set is changed. Set at 85 goes up to 100. Reset again, now rate goes up to 200." At an unspecified time, the device was programmed to deliver tpn (total parental nutrition) at a rate of 85ml/hr and the delivery was started. No further programming parameters were provided. The customer contact indicated that 0700, the device continued to deliver the tpn at a rate of 85ml/hr. At 0930, the device was unplugged and the pt was taken for a CT scan (computed tomography scan). The customer contact reported "the IV pump setting was set at ordered rate. The IV pump changed to different rate while the pt was off the floor for pt test. Then IV rate changed again when back to room. IV rate was reset to ordered rate. Machine alarmed 30 minutes later and had a different rate than the original set rate ordered." The device was removed from clinical service. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.5ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). The device maintained the programmed rate throughout the testing procedures. The device passed the keypad and control knob test. The device was received with the primary line showing a set rate of 100ml/hr and vtbi (volume to be infused) of 100ml. The plum xlm device list 11846 does not contain a pump history that provides past programmed settings. Hospira is unable to confirm the customer's report that the device had been delivering at rates different than the originally programmed rate. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).